Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-6480 serial/batch number (B)(6) was received for investigation. Visual evaluation noted signs of wear. The seal sticker was intact. Functional test running the device for 103 min, using new tubing, found that the device outflow is not working correctly. No suction was observed even when the pump was turned in on/off many times. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales rep via email that whilst performing surgery using an ar-6480, dw arthroscopy fluid management dev, the outflow tubing was providing high suction which was causing the joint space to collapse leaving poor visibility to the surgeon. The suction on the outflow tubing was reduced to low on the console with no effect. Outflow tubing was replaced with new tubing with the same effect. This was discovered during use and a case was involved. To complete the procedure, the outflow tubing was removed from the suction machine and was left on free drainage.